Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery fully depleted from 40% suddenly while connected to a power source. Subsequently, the battery fully depleted and the pump shut off. The customer's blood glucose was 157-200 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.